Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain at the lead site since 3163 lead was twisted and puncturing skin. As such surgical intervention was undertaken wherein the lead was replaced and therapy was restored.